Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿revision total hip arthroplasty using the kerboull acetabular reinforcement device and structural allograft for severe defects of the acetabulum¿ by hiroyuki makita, md, phd, et al, published by the journal of arthroplasty (2017), vol. 32, pp. 3502-3509, was reviewed. The purpose of this study was to review the authors¿ experience with a competitor acetabular reinforcement device when used with bulk allograft in revision surgeries to reconstruct extensive acetabular defects in 65 hips implanted between november 2000 and march 2005. Inclusion criteria for the study was revision reconstruction of the hip to reconstruct the acetabulum with the competitor reinforcement device and bulk bone allograft. The manufacturers of the revised devices were not provided. The patient received a competitor polyethylene cup, a variety of competitor femoral stems, and a stainless steel 22.2 mm femoral head from an unknown manufacturer. The competitor polyethylene cups were fixed with depuy cmw type 1 cement. The competitor reinforcement device was fixed with bone screws from an unknown manufacturer. The authors note 9 patients died during the course of the study due to circumstances unrelated to the tha or the surgical procedure. This complaint will capture the results that are associated with the implanted depuy cement. 4 re-revisions of the acetabular cup due to aseptic loosening of an unknown interface at 8, 10.6, 12.5, and 13.1 years.